Event description:
Customer alleged while pumping her up on lift, it stopped pumping. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9805, serial number/date code (B)(4) is approximately 1 year 7 months old. The owner's manual part number 1024492 rev e (may-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an (B)(6) female, and weighs (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Caregiver was preparing to transport the consumer into a wheelchair when the pump allegedly stopped pumping. The caregiver stated that the consumer almost fell but was caught, consumer suffered a cut on her left leg. Minor injury was attended to by the caregiver with neosporin and a bandage. No other medical intervention was sought.